Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light source switched itself off during the procedure. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Correction made to: adverse event problem (h6) - type of investigation (b) - remove 4114 and add 10 additional manufacturer narrative (h11) - change "the reported device was not returned for evaluation" to "the reported device was returned for evaluation" the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was not returned for evaluation. Visual inspection of the device found defected ring seal on the fuse holder and there were burn marks on the fuse contact. On the day of the incident, the system was shut down 2s after the white light led was deactivated. This was probably due to contact problems in the area of the fuses, which led to deactivation including power-down due to voltage faults. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).